Manufacturer narrative:
No sample has been returned for evaluation for the report of device would not release out of the injector; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a micro-stent device that would not release out of the injector. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened system was received in the outer carton for the reported issue of the stent would not release out of the injector. The loader, applier, and stent (within the loader) were returned. The applier as a whole (back button, body, and stopper tube) was visually inspected to ensure there was no damage that would contribute to a loading issue. The applier was visually inspected and was found to be conforming. The loader was visually inspected and was found to be conforming. The stent was visually inspected and was found to be nonconforming, the stent body and second and third retention rings were compressed. The applier will be functionally tested to ensure that the guidewire is extended when the back button is pressed and retracted when the front button is pressed. The applier was then functionally tested by pressing the back button to extend the guidewire, the applier was found to be conforming. The applier and returned stent could not be functionally tested due to the damage of the stent. The applier halves were then separated to confirm proper placement of the front button spring and to dimensionally measure the outer diameter and free length of the front button spring. The placement of the front button spring was found to be conforming. The outer diameter and the free length of the front button spring were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming, therefore the would not release was confirmed; however how and when the stent became compressed could not be determined. The manufacturer internal reference number is: (B)(4).